Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting during the pump rewind. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: a review of the pump¿s black box data showed no evidence of a rewind issue. During testing, the pump rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no alarms occurring. The piston was able to rewind and load the cartridge fully. The rewind issue was not duplicated during investigation. There was no defect found.